Event description:
It was reported that during surgery the universal modular electric/battery double trigger handpiece stopped and it did not restart. It was reported that surgery time was extended by 6-10 minutes. There was no report of pt injury associated with the event.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.